Event description:
It was reported that the vns patient passed away. The cause of death is unknown. The relationship of the death to vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
It was reported from the funeral home that the patient was cremated which indicates that the device was likely discarded and they are unable to provide the cause of death. A copy of the death certificate cannot be obtained as the state the patient passed away in only issues to immediate family members. This death information has been reviewed and with the available information has been determined to be possible sudep. It is not known what state of health the patient was in, or the manner of death, or the cause of death. No autopsy is available.